Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he treated according to an inaccurate sensor glucose level reading of 40 mg/dl, causing his blood glucose level to rise to 423 mg/dl. The customer declined troubleshooting for the high blood glucose level and stated that he treated with the insulin pump. The customer was advised that the sensor would be replaced but did not return the product for analysis. The insulin pump was not replaced or returned for analysis.